Event description:
It was reported that there was an error that results in an inability to initiate mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board (acb) was replaced to correct the reported issue. No report of patient involvement. Unique identifier: (B)(4).